Event description:
During g3 long nail surgery, the surgeon performed calibration combining the target arm and dtd and nail. When the surgeon inserted the drill bit in distal screw hole of the nail, the drill bit contacted the nail(the upper and lower sides of screw hole). Therefore the surgeon did the drill, adjusting the sleeve.

Manufacturer narrative:
Evaluation summary: a review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. A functional test (sample proximal targeting device, sample instruments and sample nail were used) revealed no serious contacts of the drill to the distal drill holes. The function of the distal target returned was fully given. The item had fulfilled its tasks for roughly 5 years without reported deviation. No adverse consequences were reported. The surgeon had solved the situation by adjusting the sleeves. The distal targeting system consists among others of an adjusting device which is intended for horizontal adjustment of the drill. Slight nail contact in axial direction was suggested being unlikely to cause early failure because potential contact at distal edge would not be at risk for breakage as the main load application is in direction of cross section and not in axial direction. This was also solved by the surgeon whilst adjusting the sleeve. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it was suggested that the surgeon had followed the op-tech which instructs to use the adjustment device (with engaged sleeves) in order to ensure correct drilling. The alleged event was not caused by any deficiency of the device. The cause can only be found in the intra-operative procedure.

Event description:
During g3 long nail surgery, the surgeon performed calibration combining the target arm and dtd and nail. When the surgeon inserted the drill bit in distal screw hole of the nail, the drill bit contacted the nail(the upper and lower sides of screw hole). Therefore the surgeon did the drill, adjusting the sleeve.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.